Manufacturer narrative:
A photo was returned showing the vent plug juncture. There was leakage below the closed cap. No samples were returned for investigation. The reported complaint of leakage on the 14687-15 primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) for lot 13487794 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However a photo was provided. Investigation is pending.

Event description:
The event involved a plum burette set where it was reported that he ICU plum set (latch type with two needleless connectors; including air trap) chemotherapy tubing (set air hole) leaked, causing drug spill and contaminated both patient and environment. This caused exposure of chemotherapy to patient, their family, and employees. There was chemical exposure to skin, digestive tract and inhalation through the respiratory tract. There was patient involvement and no patient harm.